Event description:
It was reported that bd angiocath the following information was provided by the initial reporter, translated from portuguese to english: patient, came in for a chest CT scan with contrast and when she was punctured in the msd with the abocath 22, when she removed the needle, nursing technician noticed that blood was coming back and went to remove everything, but the rubber of the needle didn't come out and stayed inside the patient's arm. An attempt was made to remove it, but without success. A CT scan was carried out and radiology technician contacted health professional, who told her to go to a vascular doctor for removal. The patient was informed of what had happened and directed to the doctor's office for removal. Patient (B)(6) and her husband were directed to dr. (B)(6) office. Upon arriving at the office, she was treated and anesthetized to remove the object, but without success. It was necessary to refer the patient to the hospital to perform the procedure in the surgical center. The object migrated into the vein and a phlebectomy was performed, which was successfully removed. Serious case but recovering well. Additional information received on 02 apr 2025. Is there any impact on patients? If yes, please explain in detail. Yes, patient had to go to the operating room to remove the foreign body. How many people were affected by the notified event? 01 person. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) yes. Surgical intervention for removal.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 4242788. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. The product was analyzed for catheter/adapter tensile strength. The traction test consists of placing the product part in a pneumatic clamp, where the catheter/adapter is stretched until it ruptures of if the catheter releases from the adapter. The tests are routinely performed and no records of any out of specification results were found for this lot number. To aid in the investigation of this issue, four (4) picture samples were received for evaluation by our quality team. Through examination of the pictures, the unit packaging information was observed. One (1) image shows the catheter component only placed on a gauze, without the adapter attached, confirming the reported incident. One (1) image shows the patient¿s arm where the catheter removal procedure was performed, according to the customer¿s report. Although no issues were detected during the production process, it is probable that this incident resulted from the adapter component¿s b diameter being out of specification and improper cooling of the adapter mold¿s ejector plate. For the defect of catheter broke/separated after insertion, a corrective and preventive action plan was implemented in (B)(6) 2025. The plan includes revisions for clean queue inspections in the process flow when parts with out of specification b diameter are found, clarification for areas where hot and cold water should be used, validation to provide evidence that the current process is capable of producing parts with b diameter within specifications, updates to risk management, and training conducted with personnel involved in all procedures listed. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.